Event description:
Patient allegedly received a cook celect filter on (B)(6) 2009 due to pulmonary embolism (pe). The patient allegedly received two ivc filters; a cook celect filter and a non cook filter placed (B)(6) 2006. The cook celect filter is reportedly more superior of the two and is reported in medical record below as filter #1. This report will solely focus on the cook celect filter. Patient is alleging vena cava and organ perforation. Patient alleges that several prongs of the filter have perforated through the ivc and further perforated duodenum and l2 vertebral body. Patient also alleges that the filter migrated above the origin of the left renal vein. Patient notes and additionally alleges experiencing anxiety, worry, device tilt, fear, limited physical activity. Per a report from computed tomography (CT): "there are 2 ivc filters, both of which appear intact. The tip of the more proximal filter projects in the anterior, medial ivc, near the junction of the ivc and splenic vein. The prongs of this filter project outside of the vessel lumen". Per a report from ct2: "filter #1: caval perforation: yes. Grade 4 perforation of 12 o'clock strut into the duodenum. Grade 4 perforation of 2 o'clock strut into l2 vertebral body. Grade 2 perforation of the 9 o'clock strut 0.90cm. Tilt: 11.90 degrees of coronal tilt and 8.47 degrees of sagittal tilt. Apex of filter does not touch wall ivc. Migration: yes. Apex of filter at level of left renal vein confluence. Pertinent negatives: no definite fracture or missing struts. No ivc stenosis. Additional findings: no.

Manufacturer narrative:
The previous mdrs were submitted by cook inc under manufacturer report reference number 1820334-2023-01504. Upon further review, it was noted that this device was manufactured by william cook europe. With the submission of this initial report, william cook europe informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in g8 of this initial medwatch report. Blank fields on this form indicate the information is unknown or unavailable. E3 ¿ occupation: non-healthcare professional investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/vena cava (vc) perforation, migration, tilt, anxiety, worry, fear, limited physical activity. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Unknown if the reported anxiety, worry, fear, and limited physical activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.